Event description:
A pt was treated to the nasolabial folds. A comment was noted on the questionnaire which stated "I have a small scar from one injection". No add'l info was provided, and attempts to contact the pt were unsuccessful.